Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that she was experiencing a power issue with her one touch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter not turning on began on (B)(6) 2011, at 6 am. She stated that she manages her diabetes with novalin insulin (self adjuster) and due to the alleged issue, on (B)(6) 2011, at 6 am she continued taking her usual dose of medication. The patient claimed 3 hours after the alleged issue started she felt dizzy, nauseated, tired, hungry, thirsty, confused and had blurred vision. In response to her symptoms on (B)(6) 2011, at 9:30 am she reportedly self treated with glucose tabs. There was no other device available at the time of concern. During the initial call with customer service, the agent noted that the patient was using the correct test strips and there was no information of misuse. The cca confirmed that the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the reported issue began.